Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - c20: lot/serial number of implanted device was requested. As of today, this information has not been provided. The device remains implanted and was reported to be patent. The patient is asymptomatic and no intervention has been performed. IFU warnings section state: as with any balloon expandable stent, placement of the gore® viabahn® vbx balloon expandable endoprosthesis in vessels susceptible to severe external compression may result in permanent compression of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: patient was initially screened for the pivotal study for treatment of his thoracoabdominal aortic aneurysm (taaa), which measured 6.1 cm in diameter. The patient was excluded from the study due to insufficient proximal landing zone for the thoracoabdominal branch endoprosthesis (tambe) without involvement of a previously placed surgical graft in the descending thoracic aorta. On (B)(6) 2020, the patient was treated for the taaa as a compassionate use. On (B)(6) 2025, CT angiogram showed the stent grafts remain patent. There is some mild compression of the gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) existing in the sma as it exits the portal. The type ii endoleak remains present but the aortic aneurysm is not enlarging in size. It was stated the patient will continue to be monitored. No intervention was reported.

Manufacturer narrative:
H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted; therefore, direct product analysis was not possible.